Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that wires were damaged by construction. A technical support specialist confirmed the issue was resolved after the area was rewired and fixed by the vendor. The system functioned as intended after the vendor repaired the damaged wires.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es encountered an issue where the device wouldn't connect to the network via a wired connection. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.